Event description:
End user's wife called stating that her husband's m51 power chair allegedly is not holding a charge. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51pmpubl, serial number/date code (B)(4) is approximately 6 years 3 months old. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The wife of the end user called stating that her husbands m51 power chair was serviced in (B)(6) 2011, including new batteries, and since that time the batteries have not been holding a charge. The malfunction has not been confirmed.